Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an increased and uncontrolled pain in the back and foot after a revision procedure (MFR report #: 3006630150-2015-02328). Computed tomography scan was done and the result showed no bleeding or hematoma. The physician believed that the pain was device related. One of the new leads was believed to be compressing a nerve root. The patient underwent removal of the new leads. No device malfunction was suspected.